Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -11.5/0.5/024 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on 16/nov/2020. Excessive vault was observed. Problem not resolved. Cause of the event is reported as device. Lens too long.